Event description:
It was reported that the patient was experiencing frequent ipg charging after being shocked as well. It was also reported that the during patients implant procedure, an electrocautery was used and might be reason. The patient underwent a revision procedure wherein the old ipg was replaced with an MRI capable device. The explanted ipg was discarded by the medical facility. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Manufacturer narrative:
Exact date unknown, event occurred in 2020.